Event description:
It was reported that on (b)(6) 2026, a 27mm Navitor Vision Valve was chosen for implant using a Large FlexNav Delivery System. It was noted there were difficulties with access site. A 14Fr non-Abbott introducer was inserted and pre-dilatation was performed with a 23mm non-Abbott balloon. Attempt to advance the delivery system was unsuccessful. A 20Fr non-Abbott was exchanged. When positioning, due to the tortuous aorta, the guidewire and pigtail were lost. The FlexNav, was removed and the physician proceeded to reposition the guidewire and pigtail. The patient became hypotensive, the echocardiographer assessed the heart and a dissection was identified. The patient then went into cardiac arrest, resuscitation maneuvers were performed without success, resulting in the patient passing away.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.